Event description:
It was reported that when heparinized saline solution was injected into the powerloc to lock the port system, there was a crack at the y site of the powerloc and heparinized saline solution leaked from the crack. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged y-site was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety winged infusion set with y-site. Usage residues were observed throughout the sample. A longitudinally aligned split was observed in the y-site luer adapter, near the proximal end. Multiple longitudinally aligned superficial stress cracks were observed. Microscopic inspection of the split revealed a granular fracture surface. The threads appeared unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Attempts to replicate the observed damage using a non-complainant infusion set were unsuccessful. The stress fractures and split suggested that the y-site was subjected to outward radiating stress. The undamaged threads suggested that forceful insertion of a slip-fit stylet accessory likely contributed; however, the damage could not be replicated, suggesting that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when heparinized saline solution was injected into the powerloc to lock the port system, there was a crack at the y site of the powerloc and heparinized saline solution leaked from the crack. There was no reported patient injury.